Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach and was found in the patient's mouth after the deployment procedure. The patient was not injured as a result.